Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which a new preconnected cylinders and pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted device had no malfunction associated. However, the ipp was undersized. The patient did not experience any further adverse events and was said to be okay after the procedure. No more information available at the moment. Should additional information become available, it will be provided.